Manufacturer narrative:
Follow-up # 1 date of submission 08/17/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2016 with the following findings: a review of the pump¿s black box and alarm history showed a cs064 call service alarm. The pump powered on properly with no alarms. During testing, the rewind, load cartridge, and prime steps and 24 hours testing were performed with no call service alarms occurring. The pump was opened and no evidence of the corrosion or damage was observed inside the pump. The complaint of a cs 064 call service alarm issue was shown in the pump history but was not duplicated during evaluation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.